Manufacturer narrative:
Additional device product codes: jdp; hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: part: 02.124.417. Lot: 3l43946. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to non-union, reamer irrigator aspirator (ria) bone graft harvest, ria bone graft application into the nonunion site. The original date of implantation was unknown. There was no surgical delay reported. The procedure was successfully completed. The patient outcome non-union. This report is for 1 4.5mm va-lcp curved condylar plate/16 hole/336mm/left. This is report 1 of 10 for complaint (B)(4). This event involves total 15 devices. This complaint reports 10 devices, reaming devices are reported under related complaint (B)(4).